Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). Investigation summary: bd received one (1) photo for investigation. Evaluation of the photo indicated a stopper pull out. A total of 10 retained samples were tested by drawing water, removing and reattaching cap/stopper assemblies, and letting them stand for 15 minutes. None of the cap/stopper assemblies popped off or pulled out. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pullout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, the stopper pulled out of the tube within a holder of one (1) device resulting in sample leakage. No adverse impact was reported regarding the patient or user.